Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s left lead worked fine, but for the past few days prior to the report, he has been having problems with the right side/lead. The patient noted that the stimulation would not come on or it would come on sometimes and shoot stim in his leg but then shuts it off. The stim fluctuated and it felt like something was with the lead because the stim shuts off completely with some movements. In addition, the controller would not let the patient adjust the right side because it displayed the ¿settings not available¿ message. The patient then tried to decrease down to zero and it did not let him increase; it was set to zero majority of the time. Groups a and b were for both sides at the same time and c had them split so that the patient could adjust either side. The patient had no issues with the left side and was able to adjust it in group c for the left side. But when trying to turn on the right side or trying group a or b, the patient was not able to adjust. The stim was on but he did not feel anything. When the patient checked the ¿about section¿ of the device, the following information was displayed: (B)(6), 9-81, 10-d0n2, 11-('nothing'). The patient then noted that a connection failure happened because the controller did not find the ins right away. On (B)(6) 2019, a manufacturer representative (rep) reported that the patient did not fall but did strain the area as he slipped. An impedance check showed that impedances were greater than 40,000 ohms on electrode 13, so the rep reprogrammed without using electrode 13. The issue was noted to be resolved at the time of the event. There were no further complications reported or anticipated.